Event description:
The rem light came on when customer tried to use the coagulator. Three different generations wer tried, but the rem continued to alarm. The coagulator was returned for eval and found to self-key during testing.